Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device labeling: the following is a list of potential adverse events that may occur with breast implant surgery. The risks include: implant deflation/leakage, additional surgery, capsular contracture, infection, toxic shock syndrome, necrosis, hematoma, seroma, extrusion, breast pain, changes in nipple sensation, changes in breast sensation, dissatisfaction with cosmetic results (wrinkling, folding, displacement, asymmetry, palpability, visibility, ptosis, sloshing), calcific deposits, irritation/inflammation, delayed wound healing, hypertrophic scarring, breast tissue atrophy/chest wall deformity, difficulty/inability in breast feeding, and inability to adequately visualize breast lesions with mammography. In addition to these potential adverse events, there have been concerns with certain systemic diseases. Deflation: patients should be advised that the tissue expanders may deflate, and require replacement surgery. Deflation occurs when saline leaks through a damaged injection site or a damaged tissue expander envelope.

Event description:
Healthcare professional reported unspecified side "te deflation and damage". The device has been explanted.

Manufacturer narrative:
Device analysis results: visual analysis of the returned device identified two curved openings on radius and crease fold. Leak test and microscopic analysis was performed which identified one smooth crease opening on radius, one striated opening on radius and wear abrasion. Based on the device analysis the final assessment is one smooth crease opening on radius due to fold flaw opening, and one striated opening due to surgical damage consist in the use of some surgical tool.

Event description:
Healthcare professional reported unspecified side "te deflation and damage". The device has been explanted.